Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that an mst11 was received with the mam3001 inserted through the needle and sheared off at distal end. As instructed in the IFU: "after deployment, rotate the mammotome 90 to 180 degrees to position the sample aperture away from the deployed collagen plug. Remove the mammomark applicator and the mamotome biopsy probe together as a single unit from the site and obtain x-ray, ultrasound, or MRI images to confirm marker placement." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a breast biopsy, the applier got caught in the probe aperture and wouldn't retract out of the pt. The applicator was cut and almost shaved off. The case was completed with no pt consequence.